Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date. The customer's blood glucose level was unknown. Customer did not provide any details on symptoms and how they treated the high blood glucose. The insulin pump will not be returned for analysis.